Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, good faith attempts were made to obtain additional information. No responses were received from the technical support specialist (tss) or the tss manager. Additional information was added to the record if and when it was received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was frequently turning off and on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.